Event description:
It was reported that the patient was brought to the ER unresponsive. No information on patient treatment or outcome was provided. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if additional information is received.